Manufacturer narrative:
Correction section d10 should have been scs anchor x 2 rather than scs anchor. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Patient said the pain they were was having at the ipg site went away and has good pain relief now. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, the patient is no longer experiencing pain at the ipg site. There is no allegation against the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing battery site pain. As a result, surgical intervention may be undertaken to address the issue.